Event description:
It was reported that a malfunction code appeared on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, reloaded the cartridge, and resumed insulin before contacting support.